Event description:
A failure to bootup could delay the delivery of therapy. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.